Event description:
It was reported that, before a procedure, the spider 2 tenet 7615 was found to be sticky and to take a while to engage, when the pedal is pushed it takes greater force to move the arm. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was performed. The hinge joint was stiff and difficult to articulate. The complaint was confirmed and the root cause has been associated with a friction problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include damage to the seals, spacers, pressure rings and pressure cups caused by prolonged pressurization or contaminants entering the mechanical joints of the device damaging the seals, spacers, pressure rings and pressure cups. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the spider 2 tenet 7615 was sticky and it takes a while to engage. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.